Event description:
Boston scientific received information that this right ventricular (rv) lead had displayed loss of capture (loc) and episodes of no pacing. The patient reported feeling muscle stimulation. A revision procedure was performed where a lead fracture in the pocket was identified. The lead was attempted to be explanted but was unable to be removed. The lead was then surgically abandoned. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.